Manufacturer narrative:
The initial reported event of fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior right ventricular defibrillation cable was extrinsically cut. This device was included in a field action, and product analysis found that the device did perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient alert triggered due to high impedance and an apparent fractured lead. Detections were turned off until the lead was capped and replaced. No patient complications have been reported as a result of this event.